Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data and information provided, the tsc determined that the cause of the event was related to user error. The operator failed to follow the tube manufacturers' instructions for pre-analytical sample centrifugation. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low sodium and potassium results were generated by the dimension rxl max with hm for a single patient sample. The initial results were reported out of the laboratory. The sample was retested on the same system and a second sample was obtained and tested. The results of the sample repeat and new sample were obtained and within expectations. The results of the redrawn sample were reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant results.